Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that an abdominal pancreatitis was performed and there was inability to withdraw the guide wire after inserting the pigtail catheter. The doctor managed to withdraw the guide wire and found that the tip of the guide wire split into two. The doctor reinserted the pigtail catheter using a new guide wire and the procedure was successfully completely. There were no reported adverse effects to the patient as a result of the product problem.